Event description:
Caller alleged discrepant results compared with the lab. Pt's therapeutic range: 2.0-2.5 inr. Pt got qc2h errors from the inratio meter on (B)(6) 2011. Coumadin was adjusted due to high lab results and pt was able to get back within therapeutic range and has stayed there since.

Manufacturer narrative:
Investigation pending.